Manufacturer narrative:
Follow-up # 1 08/26/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 07/31/2012 with the following findings: on testing, the ok keypad button was unresponsive. The other keypad buttons responded appropriately. All of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and did not reveal any contamination. The pump cover was removed for investigation and revealed open, hair-line cracks in the keypad flex cable.

Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.